Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological and a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: "there was foreign matter and a damaged cap."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-28. H.6. Investigation summary: bd received 3 samples and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter, damaged shield, and label lift were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for foreign matter, damaged shield, and label lift with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter, damaged shield, and label lift. Bd was not able to identify a root cause for the indicated failure modes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological and a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: "there was foreign matter and a damaged cap."